Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 months, 9 days due to unknown reasons. The explanted valve was replaced with a 23mm 11500a insipiris relisa aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected sections : h6 ( investigation findings and investigation conclusions). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non conformance and or one was not suspected or confirmed through investigation no labeling non conformance deficiency no use related issue with a hazardous situation no device related infection and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined. The subject device is not available for evaluation . DHR was not performed. A definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records hat a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 months, 9 days prophylactically for the repair of a defect. The explanted valve was replaced with a 23mm 11500a insipiris relisa aortic valve. Patient transferred to ICU in a stable condition was discharged on pod#7. Per medical records, tte demonstrated well-seated av with no evidence of vegetation, the mv however demonstrated new echodensity on atrial side of anertior mitral leaflet with perforation at region of prior patch repair. Possible pseudoaneurysm connecting lvot to left atrium noted. Intraoperatively, following mvr, a residual defect was detected creating a fistula from the lvot to the left atrium. Given the significance of the leak, the surgeon performed a repeat transverse aortotomy and removed the aortic valve to repair the defect. A 23mm 11500a valve was used in replacement. There was no pvl and the patient was brought back to ICU in critical but stable condition. Patient discharged on pod#7. This is a 53-year-old. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : b7, g3, g6, h2,h6 ( type of investigation). Corrected sections : b5, h6 ( clinical code, device code). Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.